Manufacturer narrative:
Corrected h5. According to the thermage cpt system technical user¿s manual (p009240-04 rev. A) burns and blisters are known possible patient reactions to a thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. No product was returned for evaluation, after multiple attempts. The customer reported after examining the tip, they found there was a small metal on the surface of the tip, but this could not be confirmed as no product was returned for evaluation. Based on the available information, no causal factors can be determined and no conclusions can be drawn.

Manufacturer narrative:
Product is not available for return. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A patient reported that they experienced a burn during a thermage treatment of the face. Blisters and bleeding were noted on the right side of the patient's face. The doctor applied an unknown burn ointment and epidermal growth factor gel. A scab appeared the following day and has since resolved, yielding some hyperpigmentation and pitting. The possibility of scarring is unknown. The highest level of energy used was 3.0, though it was lowered twice after the patient complained of pain. The patient was administered topical anesthetics for the procedure. The tip was not inspected prior to use. After about 80 reps, the tip was inspected and a surface irregularity was noted on the tip. This is the first time this tip was used.